Event description:
It was reported that during routine follow-up, loss of capture was observed. Decreased sensing and increase threshold were also noted. Lead was capped and replaced without complication.